Event description:
In 2006, I had silicone gel-filled breast implants. This year when I made an appointment for a mammogram, I let them know that I could feel something wasn't right and that I felt lot of physical things wrong with me, so I was given an MRI. It showed that one implant was definitely ruptured, doctor took them out on (B)(6) 2015. After surgery, my doctor told me that besides the ruptured implant, the other one was leaking. There is not any reason why my implant should have ruptured, I was never in any kind of accident and no trama to my breast whatsoever.